Event description:
It was reported to covidien on 08/14/2009 that a customer had an issue with a saliva ejector. The customer states the tip fell off in a pt's mouth.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.